Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via 24hr helpline inbox that paramedics were called due to customer having low blood glucose. Customer was given glucose tablets and recovered. Customer did not wish to follow up.